Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. The calibration signals were slightly lower than expected. Quality controls were within range, showing no indication of a reagent or instrument issue. Adapters (sdta) required for 13 mm. Diameter tubes were not used. It is not known what size diameter tubes the customer used. Per product labeling: "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed a decontamination of the system. Probe positions were verified. Probe voltage was checked. System maintenance was performed and the measuring cell was replaced. Probe pipetting checks, a mixer check, system volume checks, performance testing, and a blank cell calibration were performed; all were ok. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys amh assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted with an amh value of 0.154 ng/ml and this value was reported outside of the laboratory. The sample did not agree with the patient's clinical picture, so the sample was repeated. The repeat result from the sample was 2.38 ng/ml on (B)(6) 2020. The second sample initially resulted with an amh value of 0.27 ng/ml on (B)(6) 2020. The sample was repeated in a cup, resulting with a value of 4.84 ng/ml on (B)(6) 2020. No incorrect results from this sample were reported outside of the laboratory. The amh reagent lot number was 44684500, with an expiration date of 31-dec-2020.